Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received and under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was setting up for a spine case, the system was unplugged to be moved and an error appeared on the screen stating unable to connect and the camera cart screen went black. The caller was unable to get the system to recover. Technical services recommended rebooting the system. After doing so the issue resolved. No patient was present at the time of the event.

Manufacturer narrative:
The software logs were reviewed but provided insufficient information to determine the root cause of the reported issue. If information is provided in the future, a supplemental report will be issued.